Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for infusion of intrathecal baclofen for intractable spasticity due to multiple sclerosis. The hcp states the pt experienced increased spasticity. An x-ray rotor study revealed a pump stall. The pump was explanted in 1999 and another synchromed pump was implanted. The explanted pump was returned to the MFR for analysis. The hcp states the pt has decreased spasticity with intrathecal baclofen delivered through the new pump.